Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer was scheduled for another surgery on (B)(6) for pocket exploration and due to the top of the lead providing stimulation in the belly and sometimes the groin, and the bottom of the lead providing stimulation in the knees. During the surgery it was noted the implantable neurostimulator (ins) pocket didn't have much strain relief so the doctor was going to add a 20 centimeter extension. It was further reported that when the consumer was ¿opened¿ the ins was tipped on the edge, not flipped, but tipped, and the lead/header connection was loose. At the end of the call all impedances were normal and the consumer was feeling stimulation appropriately.

Event description:
The manufacturer's representative (rep) reported that prior to a revision the consumer had coverage in the low back/sciatic region, buttock, and minimally in their legs. Since the consumer had their pocket moved and the battery replaced they were only feeling stimulation in their knees and not in their back, which was a shocking, burning, and tingling sensation. The consumer was also experiencing shocking, pain, and pulling at their previous implantable neurostimulator (ins) site. On (B)(6) the rep. Was notified the consumer needed reprogramming. On (B)(6) the rep. Met with the consumer and all impedances were within normal range. When reprogramming was attempted on all combinations on the lead it only elicited knee stimulation/shocking. Due to the pain associated with using the system the consumer hadn't been able to use it. It was noted when stimulation was off all symptoms subsided. The consumer left the appointment that day with stimulation off. After the appointment the rep. Reported the consumer was going to be seeing the implanter for a revision. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.